Event description:
Additional information was received from the rep. The rep reported that when stimulation was so intense the legs became frozen. Once stimulation was off, the legs returned to normal use. No contributing factors reported. Impedances were normal, and the cause is unknown. The patient is not currently using the stimulator, the rep turned all amplitudes to zero. Patient weight is unknown and the rep does not have any additional information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). They were meeting with the patient (pt) who reported that on (B)(6) 2023 they were laying in bed and their pt programmer was in another room. After lying down for a few minutes, all of a sudden the stimulation became so strong that it was uncomfortable and felt like shocking pain and they couldn't move their legs. They were able to have a family member get the controller, connect to the implant, and turn stimulation off. Pt reports they have had the stimulation off since that time and have not experienced any other symptoms. Possible factors could be that they got a new microwave about a month prior, but they were not near it at the time this happened.  The pt stated there not any other new appliances and reports that no one was touching the pt controller at the time. Tss had the rep perform an impedance check which showed all normal values, the connectivity check also showed all green check marks, the controller showed that group a had stimulation set at 5.4ma (although it is off at this time), but pt cannot remember what they are usually set at for intensity. The rep stated they would besetting some other bipole pairs and would slowly increase intensity to ensure pt can use stimulation and that it is not uncomfortable and proceed with stimulation. The pt was told to continue to monitor and the rep will call back if further assistance is needed. Tss also discussed checking impedance values with the patient in different positions to ensure they are the same throughout each position.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.